Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient felt like she had to charge her neurostimulator (ins) more frequently than when she first got it. Patient stated she charged her ins fully and it lasted maybe 2 days. Patient stated she was at a point where no it sometimes won't even last that. Patient stated she first got her implant she could almost last a week. Patient stated she used to keep her settings at 6.5-7 in the upright position but now she has it at 8. Patient stated she doesn't really feel like that is much of a difference however. No new groups have been recently reprogrammed or switched. It was reported that the parameters were increased. Patient confirmed she charged her neurostimulator (ins) until the screen changes over and it showed the battery itself. Patient stated a fall to be related to this issue. Patient reported a fall in (B)(6) 2018 and had not had her device checked since then. Patient was redirected to healthcare provider. No symptoms reported. No further complications were reported/anticipated.